Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. The customer troubleshot with technical support. The customer was able to address the issue during troubleshooting with technical support by pointing the patient circuit away from the heated filter during the heated filter test. The unit now passed est.

Event description:
It was reported that the ventilator was failing the extended self test (est) and the heated filter test during performance verification. No patient involvement. Event date not specified; estimate used.